Event description:
A customer reported to carefusion on (B)(6) 2010, that the depth markings on their 10 french suction catheter from part# 4895t were inaccurate.  The 3.5 cm measurement was off by 5.0 cm.  There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition the subassemblies were reviewed and it was observed that one of the potential lots of subassembly for the printed catheter (part#71-14461b lot# 09s04119) had a noted interruption of manufacturing due to an earthquake at the plant. It was noted that when the equipment was restarted, several catheters were observed with the depth markings off by 1/2 cm to 3/4 cm in both directions. All material in plant was re-inspected 100%. A quality impact evaluation was developed to release the material already processed. The customer returned 11 suction catheters. Visual evaluation observed the depth markings on these catheters deviated by 3 cm for the printed marks. The reported issue was confirmed. The root cause was printing process variation. Two capas were opened to investigate these issues further: CAPA numbers (B)(4). Review of the manufacturing process concluded that the inaccuracy of the line markings was potentially caused by multiple factors identified during the printing and cutting tubing process. One of the possible causes was the puller used to pull the tubing prior to cutting. This could cause a misalignment on the printed tubing. The puller was relocated so there was a shorter distance the tubing would travel during the run in order to assure better performance. Another possible cause was an inappropriate adjustment to the printing parameter called "encoder" which could cause the depth markings to be inaccurate. It was verified that all extrusion technicians are properly trained on the adjustment and setup of the "encoder." Extraordinary shrinkage caused by a different condition of extruder set up could also contribute. The puller and printing sensor were added to the preventative maintenance equipment in order to assure these two items are in good condition and help prevent this type of error. Additionally, it was determined to discard the use of a caliper to inspect the tubing and add a calibrated gauge. This will provide the user with a more effective inspection tool. The first article of the extrusion process will be inspected and verification will include verifying the 5 cm mark as well as between centimeters. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.